Manufacturer narrative:
The lot was manufactured november 17, 2016 ¿ november 18, 2016. The device was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress-member revealed no abnormalities. The condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The pump was filled with 50 ml of nacl 0.9% and 30 ml of fluorouracil. There was no patient involvement. No additional information is available.